Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage and tip damage. The struts on the first three rows on the distal end of the stent were stretched out towards the distal markerband causing some of the struts to be raised up. The tip of the device was damaged (jagged edges). The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No kinks or damage were noticed along the shaft of the device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery (rca), posterior descending artery of right coronary artery and atrioventricular artery of right coronary artery. The 2.50mm x 24mm promus element plus was advanced but was not able to cross the distal rca due to strong resistance. Plain old balloon angioplasty was performed and the procedure was completed. No patient complications were reported and the patient's status is good. Returned device analysis revealed stent damage.